Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus korea, there was the possibility that the reported phenomenon was attributed to the following. Broken ccd cable. The ccd cable between the ccd transmission unit at the distal end of the scope and the connector wiring unit is broken. It may have been caused by the excessive bending / pulling stress to the insertion tube and universal cord. Short-circuit of the ccd cable. Contact failure has been occurred between cables in the wiring part of the connector board. It is possible that a short circuit was likely to occur due to a wiring mistake on the connector board. Dielectric breakdown inside the ccd. The dielectric breakdown has caused the failure of short circuit. It may have been caused by the following handling at the factory. System ground wire was not connected. (Static electricity is applied). With the system power on, remove and insert the scope connector. (It causes the overcurrent.). Dirt, moisture, and others are attached to the connector contact section. (It may cause short circuit).

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the endoscopic image became black and was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.